Manufacturer narrative:
One sample of evac taperguard endotracheal tube part number part number 18875 was received for evaluation. An inflation/deflation test was performed, using a syringe, 25cc of air was applied to the cuff and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a cut, the cut was measured 0.366 inches. The failure mode cut in cuff is confirmed. Cust of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is rec'd, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states: air leak from the cuff was confirmed. The customer confirmed the reported issue was identified prior to patient use.